Event description:
It was reported that when using the bd pyxis¿ anesthesia station es the station was not connecting. The customer stated that this malfunction caused a delay due to no patient data. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) confirmed that the customer successfully resolved the connectivity issue for the station. Once the station was back online, an error appeared in the data synchronization log that required manual recovery. The tss proceeded to close the case, as the customer resolved the issue. The system functioned as intended after the customer resolved the issue.